Event description:
A malfunction alarm was reported with the malfunction code malf 1. There was no adverse impact to the customer's blood glucose level. The customer's pump was replaced by technical support. The customer was instructed by technical support to switch to multiple daily injections as a backup therapy.